Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the needle mechanism did not deploy as intended during activation.

Manufacturer narrative:
The pod was received with the cannula fully deployed and the pink slide visible. The pod ran for 3033 pulses. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined.